Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97745 (serial: unknown); product type: 0201-programmer patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for the call was the patient mentioned they saw batteries low, replace controller batteries soon message on their controller. Patient mentioned they put 2 alkaline batteries in the controller but that did not resolve the issue. Patient mentioned speaking with their representatives (rep). Patient did not have the equipment with them at the time of the call. Patient will call back with equipment for further troubleshooting. The patient mentioned they will have their surgery today to relocate the battery. No symptoms were reported.